Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "pacer disabled" and "bridge test failed" messages and an unknown pacer fault message. Complainant indicated that there was no pt involvement in the reported malfunction.